Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed the right ventricular (rv) lead exhibited over sensing of noise resulting in pacing inhibition, the patient was asymptomatic to the event. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.